Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a faulty lens. Additional information has been requested.

Manufacturer narrative:
Correction information was provided in d.4. Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and damage was observed to the intraocular lens (iol). Iol returned mangled pressed down in lens case well area. Solution is dried on the iol. One haptic is broken/torn and adhered to the optic surface with solution, the other haptic is adhered to the optic surface in a folded position. The optic is cracked/fractured and scratched/marked-rejectable with pieces missing from both sides. The root cause for the reported complaint could not be determined. The reported complaint is lacking in relevant information such as the type of defect/issue observed. Due to the lack of information, we are unable to verify if the product contributed to the event. Damage was observed to the returned iol. All iols are 100 percentage cosmetically inspected as per approved manufacturing procedures and the observed lens damage/condition would not meet our current release criteria. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).